Manufacturer narrative:
On 10/07/2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system section. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On 09/17/2020, a distributor of infutronix reported an issue on behalf of an end user: "called the patient back. The patient said that her mother's connector came out. When we asked which connector, she said it was the one between the catheter and connects to the pump tubing, so we advised they call their doctor." A patient was involved but not harmed.